Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent elevated blood glucose (bg 261 to over 500 mg/dl) and ketones were present. The cause of elevated bg was not known. Insulin injections were administered and boluses were delivered to address bg. Tandem technical support (cts) had the customer perform a pump system check. No device issues were identified. Cts advised the contact to discuss the event with a healthcare provider.